Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012, 1st inr: 1.2, 2nd inr: 3.4, mean: 2.30, sd: 1.56, %cv: 67.64. Since %cv is more than 20%, test failed the criteria for precision. Reviewed reference test on reported (B)(4). In-house therapeutic donor testing has been performed on reported lot# 273302 on (B)(6) 2012. Results as follows: donor (B)(6): inratio: 2.8, 2.9, 2.7; reference: 2.39, bias threshold: 1.39 - 3.39, %cv: 3.57. Donor (B)(6): 3.4, 3.4, 3.4; 2.72, 1.72 - 3.73, 0. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Customer did not use the first drip of blood for testing. No product was expected to be returned. Review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. Root cause could not be determined. As reviewed on (B)(6) 2012, (B)(4) discrepant result complaints were reported for lot# 273302 yielding a complaint rate of (B)(4). Action threshold ((B)(4)) has been reached. Strip lot in complaint has strip code vc1m8 which brick lot number 257216 was assigned and packaged into strip lots 273302, 273919, 273303, 273301 and 273300. One hundred nineteen total discrepant complaints have been reported for lot numbers 273302, 273919, 273303, 273301 and 273300 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is necessary. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.2, re-test: 3.4. Test were done 2 hours apart. Pt self tester pricked the same finger for both tests.